Event description:
"Patient had a prior fet with arch repair. The existing fet was very tight at the distal end. Dr. (B)(6) tried to advance the relay pro-with the inner sheath only-through that area and it would not advance. I was not present for the case. I received a phone call during the case when the issues arose and tried to help dr. (B)(6) get the graft up but to no avail. He then removed the graft from the patient's body without harm to the patient." Patient outcome - "n/a"

Event description:
"Patient had had a prior fet with arch repair. The existing fet was very tight at the distal end. Dr. (B)(6) tried to advance the relay pro-with the inner sheath only-through that area and it would not advance. I was not present for the case. I received a phone call during the case when the issues arose and tried to help dr. Eudailey get the graft up but to no avail. He then removed the graft from the patient's body without harm to the patient." Patient outcome - "n/a".